Manufacturer narrative:
The returned device was evaluated and received with the cannula fully deployed. Corrosion was found in the pod, and all three batteries were depleted. A leak was found on the reservoir near the fill septum. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 25 mmol/l (450 mg/dl). In order to treat the high bg, a bolus was administered and a new pod was applied. The pod was worn on the patient's abdomen for between 4 and 24 hours.